Manufacturer narrative:
Explanted date: (B)(6) 2017. Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4). Description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was located at the midline incision site. Symptoms of swelling, redness, and drainage were noted. The patient was administered antibiotics and the physician believed that the infection was not device or procedure related and the cause was unknown.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.